Event description:
It was reported that during procedure, the patient developed a third degree burn on the 2nd finger and 1st to 2nd knuckles due to auto bipolar not producing on an activation tone, which caused extended activation. Irrigation and debridement was done to treat the burn site. Rem pad or pencil was not replaced and but issue was isolated by sequestering the unit, bipolar code and non-medtronic bipolar instruments to htm. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".